Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular anterior cerebral aneurysm this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that after the coil was delivered to the aneurysm. There was resistance experienced during the delivery of the device. The physician attempted to detach the coil 2 times using the instant detacher and two times with manual method but the coil did not detach. The coil was removed from the patient. Another coil was used and procedure was completed. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation. Device evaluation: device evaluated by manufacturer; the axium coil was returned for evaluation and the clinical observation could not be confirmed. As received the implant coil was in good condition and detached from the pushwire. The instant detacher was not returned as it was discarded. The pushwire was found broken into two segments with the release wire pulled back. The proximal segment of the pushwire, the tack weld replacement (twr) crimps were found intact. Distal segment of the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation, an in-house instant detacher was used to successfully break the tack weld replacement (twr) crimps on the proximal pushwire segment on the first attempt. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis and reported details the tack weld replacement (twr) crimp was found intact. This is evidence that the instant detacher failed to break the tack weld replacement crimps. This would have prohibited the release wire from pulling back and from detaching the implant coil as expected. In regard to the difficulty detaching the implant coil by the manual method (via hypotube), the customer did not break the pushwire at the location as specified in the axium coil instructions for use (IFU). It is likely that this may have led to the difficulty during detachment by the manual method (via hypotube). All parts of the pushwire which could affect detachment were found to be within specifications. It is likely that the implant coil detached subsequent to the pulling back of the release wire. It is possible this occurred during shipping the axium coil back to medtronic for evaluation as the detachment of the implant coil was not reported by the customer. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.